Event description:
It was reported that pump malfunction occurred when caller had been working outside in heat and pump screen went dark and would not turn on despite attempts to charge and restart it, with no red led light showing. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while pump was being replaced.